Event description:
The consumer reported the thermometer was reading a high temperature for his child which caused them to go to the hospital. The false reading caused unnecessary blood work to be done. The hospital thermometer read a normal temperature.